Event description:
It was reported to boston scientific corporation that a stretch vl ureteral stent was used during a ureteral stent deployment procedure performed on (B)(6), 2013. According to the complainant, during procedure, the portion of the stent where the suture was attached got torn when the suture was cut and pulled while the stent was deployed at the lesion. The torn stent was removed from the patient using forceps and was noted that the suture was still attached to the stent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual analysis of the returned stretch vl ureteral stent was performed and it was found that the returned stent has a broken bladder pigtail, which was received separated from the stent, and the suture was cut. A mandrel was inserted through the stent and it passed properly without resistance. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. Therefore, the most probable root cause for this incident is ¿operational context¿.

Event description:
It was reported to boston scientific corporation that a stretch vl ureteral stent was used during a ureteral stent deployment procedure performed on (B)(6), 2013. According to the complainant, during procedure, the portion of the stent where the suture was attached got torn when the suture was cut and pulled while the stent was deployed at the lesion. The torn stent was removed from the patient using forceps and was noted that the suture was still attached to the stent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.